Event description:
Patient representative reported capsular contracture baker grade IV, visible and palpable rippling, pain, numbness "other complaints" since the implant surgery and anxiety due to the recall. This record relates to the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.